Event description:
It was reported that the device was recording false positive atrial fibrillation events and undersensing r waves which are being marked as asystole events. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Undersensing was noted as programmer save to disk file (B)(4) shows undersensing with 30 - episodes for asystole of various duration from 3 to 13.6 seconds between (B)(6) 2012, 21:43:31 and (B)(6) 2012, 17:38:01.